Manufacturer narrative:
Follow-up #1: date of submission 10/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2015 with the following findings: the battery compartment was found to be intact. The battery cap was able to secure to the pump. There was evidence of moisture found behind the display lens. Due to the internal moisture contamination, the display was found to be distorted and multicolored when the pump was powered on. The pump case was cracked in the upper corner of display area. The pump download was unable to be performed due to the internal moisture contamination. Current draws were not within specifications and the "rewind and load" values were unable to be obtained due to internal moisture damage. A call service 078 motor rewind error was received during "rewind" attempts due to moisture damage. A leak test revealed that the pump was leaking at the crack in the pump case. The pump case was removed and there was evidence of moisture contamination found throughout the inside of pump.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temperature - moisture ingress) issue. The pump reportedly was exposed to bath water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.